Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with needle had foreign matter on the tip of the barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: samples were returned and the affected samples were evaluated. The reported failure mode for foreign matter was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: embedded particles in the barrel of the syringe coming from the injection process of the piece. Failure in the segregation of the product after the detection of this issue during production. Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that a bd¿ syringe with needle had foreign matter on the tip of the barrel. There was no report of exposure, serious injury or medical intervention.